Manufacturer narrative:
The lens was retuned in a specimen cup. Solution and what appears to be blood was dried on the lens. The optic was cut into pieces, typical of insertion and removal. The cut optic portions had nick/chips and cracks on the anterior and posterior sides of the optic. This damage may have been interpreted as the reported "deposits on posterior surface of iol". Power and resolution testing could not be conducted, due to the extensive optic damage. Complaint history and product history records were reviewed, and the documentation indicated, the product met release criteria. A qualified company handpiece was indicated. The file indicated, the use of a non-qualified viscoelastic. The associated cartridge was not provided. It is unknown, if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted, due to the extensive optic damage. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine acceptability, per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following the intraocular lens (iol) implantation, the patient had experienced cloudy vision and there were deposits on posterior surface of iol. The patient is also scheduled for a planned explant. Additional information was received that the lens was explanted in a secondary procedure with no harm to the patient. The patient was not hospitalized as a result of the event and the prognosis was good. The surgery was completed by using a replacement lens.